Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the 12th december 2014 and performed to specification up to the 1st november 2015. The device then failed the weekly auto self-test on the 8th november 2015 due to a memory configuration error. The device was then manually power cycled on six occasions up to the 16th november 2015, with each self-test failing due to the memory configuration error. The last history log entry was on receipt at heartsine on the 11th december 2015. The returned pad-pak was installed. The device powered on and issued a "warning device service required" prompt. The device then shutdown with a flashing red status led and failure chirp. This confirms the reported fault. The device was then disassembled for further investigation. Investigation found the reported fault was due to a corrupt memory chip. The investigation was unable to determine how the memory chip became corrupt. It is possible the failure may have been due to either an intermittent component failure or poor solder joint. Alternatively an attempt may have been made to alter the sam pad configuration settings via the saver evo software, which then resulted in a read/write error. The fault cleared when the 4.0.4 software was re-programmed onto the device.

Event description:
There was no patient involved in this event. Pad unit has device service required message upon powering down.